Manufacturer narrative:
A f/u report will be submitted, once a full eval has been conducted by sigma engineering.

Event description:
Failed flow rate test high. Rate = 15 ml/hr, vtbi = 15 ml, delivered = 15 ml in 5 minutes.